Event description:
The reporter stated, the surgeon implanted an micl 13.2 implantable collamer lens in 2006 shortly after, the pt had a detached retina. Retinal surgery was performed. The icl remained implanted. At a later date, a cataract developed in the pt' s eye. Due to the cataract, a second retinal detachment went undetected. The surgeon removed the icl and the cataract was removed. An iol was implanted. Retinal surgery was performed and a seleral strap was placed. The reporter and surgeon both indicated that the lens was not the cause of the retinal detachment. The pt's vision is 20/20.

Manufacturer narrative:
Evaluation: a lens work order search was performed and no similar complaints were found within the work order.